Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when prepping for a hemodynamic pressure monitoring procedure for a patient. The clinical staff noted that the pressure monitoring set was leaking fluid at a connection near the transducer. The device was replaced to complete the procedure for the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.